Event description:
A technician reported that there was no aspiration available during irrigation/aspiration (I/a) and a system message displayed. The cassette was switched out but this did not resolve the issue. The surgeon completed the case manually. There was no pt harm reported.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. This is the first complaint reported for this finished goods lot. DHR review showed that the lot was built to specifications. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).